Event description:
It was reported during preventative maintenance (pm) the touchscreen was not functioning as intended. It appeared the touchscreen was misaligned with the touch position. This issue was identified during pm, there was no patient involvement. Additionally, there were no reports of patient or user harm or impact. It was confirmed that the responded position was misaligned with the touched position, so the touchscreen was calibrated but the phenomenon was not improved. Therefore, the touchscreen was replaced then confirmed that the phenomenon was improved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed; the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failed was not duplicated. There was no fault found on this returned touchscreen assembly.